Event description:
Per contact, the md and rt had difficulty exposing the needle but were able to take 5 biopsies. Had made approximately 5 pushes. The md then withdrew the catheter with some difficulty. As the catheter was removed, he could not find the needle. The patient was x-rayed and the scope was brushed. Part of the needle was found in the scope and the rest was found in the sink. The scope was an olympus bfp 30. No repair was required for the scope.